Manufacturer narrative:
(B)(4). Date sent: 7/11/2023. D4: batch # 982a59. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with a gst45w reload loaded on the device. The reload was received with the left side fully fired, and the right side partially fired 1/3. Upon evaluation of the reload, the reload deck and one-piece sled were noted to be damaged. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated.  Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly.   The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information.   As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 982a59, and no non-conformances were identified.

Event description:
It was reported that during firing of the reload, only one side delivered staplers. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 6/16/2023. D4: batch # unk. Investigation summary: this is an analysis of three photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photos show a with reload with the left side fully fired, and the right side partially fired with the deck damage. Based on the photos the event described was confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number x95v5z, and no non-conformances were identified.